Manufacturer narrative:
The device was removed but not returned. The manufacturing records were reviewed and no issues with the device were found.

Event description:
It was reported to nevro that the patient developed pain after implant. The cause of the pain could not be confirmed; however, the device was removed as a precaution and there have been no reports of further complications regarding this event.